Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father called to report that the lcd display on the insulin pump cannot be read anymore and was faded. Blood glucose reading was 174 mg/dl. Advised that the insulin pump will need to be replaced. The customer will call back once they have the serial number for the insulin pump. The insulin pump was out of warranty. Transferred customer to diabetes therapy consultant. Nothing further reported.